Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc global hole in catheter. The following information was provided by the initial reporter: date of occurrence: on (B)(6) 2025. Incident description: upon insertion of the catheter into the patient's elbow, a leakage of blood then perfusion fluid occurred. Hole in green plastic causing leakage. Number of patients or persons concerned: 1. Number of devices involved: 1. Clinical consequences and current status: clear. Patient infused again.

Manufacturer narrative:
Our quality engineer inspected the video and photograph submitted for evaluation. Your report of a leak was confirmed from the video that was provided for investigation; however, the cause of the leak could not be determined. The video showed fluid being injected into the 18g insyte autoguard IV catheter from a syringe. Fluid was dripping from the catheter adapter. The leak path could not be observed from the video or the photograph that were provided by the complainant. No damage or defects associated with the manufacturing process could be identified from the images. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.